Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: splinting and mechanical disruption of the mitral valve apparatus by an endocardial left ventricular lead while delivering cardiac resynchronization therapy clinical case reports. 2018; 6 (11): 2081-2085. 10.1002/ccr3.1758. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a left ventricular pacing lead. The authors described how at the time of implant the pacing parameters were acceptable; however, the lead was ¿deactivated¿ one month later due to phrenic nerve stimulation (pns). Following the lead was removed and replaced. Six months later the patient¿s breathlessness worsened, it was determined there was severe mitral regurgitation which was likely due to a combination of mitral valve apparatus splitting by the left ventricular (lv) lead in addition to ischemic tethering. Additionally, it was noted the lead had penetrated the mitral valve orifice. The lead was removed leaving a residual atrial septal defect and it was replaced. Six months later the patient experienced less breathlessness. There was residual mitral valve regurgitation, but significantly less. The disposition of the lv leads is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.